Event description:
It was reported that the patient's ipg is reaching end of life. Further intervention may be pending.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the ipg is now inoperable.